Event description:
On (B)(6) 2011, customer reported there was a liquid leak around the laser assembly of the lh750 instrument, but the source could not be located. No injuries were reported and no erroneous patient results were generated.field service engineer (fse) examined the instrument and found a leak under the diff mix chamber and a hole in the tubing from the diff mix chamber to flow cell. Fse replaced the tubing and this resolved the issue.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).